Event description:
After attempt to place 24 guage IV without success, needle was withdrawn, and noticed needle and sheath were separated about 0.5 cm down from tip. On attempt to place IV the needle was never withdrawn and there was no attempt at mechanical maneuvering while inserted. I've never seen this happen before and am concerned for the integrity of the device.